Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s housing delaminated and began separating while the user was on a snowboard trip, and the user temporarily secured the device with tape while maintaining normal blood glucose and meal announcements. Symptoms included no hypoglycemia, no hyperglycemia, and no alerts. Outcomes included continued therapy without medical intervention or hospitalization. Investigation included customer counseling on device shutdown steps, data sync to the mobile app, return logistics, and education that data would not transfer to the replacement and that cgm use could continue via the dexcom app or receiver. Investigation of the returned device revealed a hardware integrity issue consistent with screen bezel or enclosure separation, with no effect on dosing performance reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical stress or damage during use, consistent with product wear or handling.